Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of s1 screws. While inserting implant (B)(4) in the last one third of screw insertion the screw driver distal tip sheared off, leaving the tip embedded in the shank of the screw. The surgeon then tried placing a 35mm rod and torquing the screw off. After torquing the set screw the surgeon then placed the anti torque over the head of the screw and attempted to back the screw out. Whilst attempting to back the screw out the interface between the poly axle head and the screw shank continued to spin and prevented the removal of the screw. This technique was then abandoned and a 2 piece screw driver was placed over the head of the screw and locked into place. The surgeon then attempted to back the screw out. However the head of the screw then broke off leaving the shank and body of screw still insitu. The surgeon then proceeded to drill out the inner hex of the screw shank to remove the distal tip of the poly axle screwdriver that had sheared off. This was unretrievable. Rep then offered 9mm trephines to provide greater clearance for the 9mm screw extraction device. The surgeon proceeded to try removing the screw with screw extraction device however it continued to slip, and did not engaged with the screw thread. Rep then suggested to surgeon to tap the handle of the screw extraction device with a hammer. This technique then engaged the thread of the screw to the screw extraction device and successfully removed the screw. More description to follow. The 04 nov 2015 update - the surgeon then placed a new screw using expedium 2 piece driver and screw was placed successfully. Upon completion of the case the screw extraction device had fused over the removed screw and neither the screw or extraction device were able to be separated from each other. All 4 items including poly axle screwdriver, screw extraction device, broken head of screw and body of the screw were all sent to cssd for sterilization. 10 minutes delay. No adverse event to patient. All fragments collected, nothing left in patient.